Event description:
It was reported that during a peripheral coronary interventional (pci) procedure, a guide catheter's side holes were occluded. Info on the lesion being treated was unk. The physician noted that the saline did not flow from the side holes in the pt and the catheter was removed. Attempts to flush the catheter outside the pt were unsuccessful. Per the physician, the side hole was not open. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".